Manufacturer narrative:
The t:slim pump user guide instructs the user to charge the pump for a short period of time every day (10¿15 minutes), and to also avoid frequent full discharges. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump intermittently shut off. The customer's blood glucose (bg) level was in the 600's (mg/dl) with high level of ketones. The customer delivered manual injections to address bg level. On (B)(6) 2016, the customer went to the hospital for diabetic ketoacidosis (dka). While at the hospital, the customer was treated with insulin drip and injections. At the time of the call, the issue was resolved and there was no permanent damage to the customer. Reportedly, the customer believes it is a pump issue as the customer had not been able to resume delivery since (B)(6) 2016. Review of the pump history showed that the customer received a low power alert on (B)(6) 2016 and (B)(6) 2016 followed by shutdown alarms. The customer reported that the pump was being charged prior to the pump declaring the low power alerts; however, review of the battery charging logs showed that the pump was not charging beforehand. During troubleshooting with tandem technical support, review of the pump data confirmed that low power alerts and a low power alarm had occurred and had not been addressed by the user by charging the device. Subsequently, the pump shut down due to insufficient battery power. Multiple attempts were made to follow-up on the customer's release date from the hospital; however, no further information was provided on the reported event.